Event description:
The customer reported a leak at the baths of the coulter ac t diff analyzer. The customer stated that the instrument failed startup when the leak was noticed and generated low flags on quality control (qc) results. The volume of the leak was not specified but the customer stated that the leak was contained within the instrument. The customer was wearing gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a clogged white blood cell (wbc) bath drain which caused the baths to overflow. The fse flushed the wbc drain line and verified the repair as per established procedures. Failure mode of the leak is attributed to a clogged wbc bath drain line. (B)(4).